Event description:
It was reported that an ilet device exhibited a cracked display screen, and a replacement unit was provided with return of the damaged device arranged. Symptoms included no reported changes in blood glucose or related adverse physiological effects. Outcomes included continued therapy with the replacement device and no interruption to glycemic management. Investigation included device replacement and collection of user feedback. Investigation of this device revealed physical damage to the display component consistent with user-reported screen cracking, with no evidence of device performance impact on insulin delivery control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage external to device design or function.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.